Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022 during an unknown procedure item se-1110 was rendered defective by the surgeon when attempting to implant. The item was discarded and an additional se-1110 was implanted successfully.